Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 375 cc saline prosthesis experienced right sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, some anomalies were observed on the anterior and posterior view of the device consistent with shell wear. Leak testing was performed, according with mentor procedure, and it revealed in the anterior aspect a tear within one of the lines of shell wear measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).